Event description:
It was reported by the customer that on (B)(6) 2010. The fiber forward fired and/or the fiber was damaged at the tip at 51,315 joules. No pt injury was reported. The device was not returned for eval.